Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction**: the repair department and ric performed operation checks but could not reproduce the phenomenon and could not identify the root cause. Since the uhi-4 is specified to supply air while measuring the condition of the cavity at the destination so that it prevents excessive pressure, it is possible that gas was not being supplied because the cavity at the destination had reached the set pressure or had a leak. In addition, since there is a log that detects an abnormal operation of the pressure sensor on the main (cr) board, it is possible that the air delivery operation was temporarily stopped. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit experienced an air not being supplied issue during a therapeutic pediatric surgery procedure. The procedure was completing using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no additional findings. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected, allegation was not reproduced at service inspection. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.